Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had a spot on the display which was unresponsive to the stylus. It was indicated that the display cursor did not align with the stylus. It could not be confirmed that the programmer had a software error. It was indicated that the overlay and power cord bay were damaged. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer had a spot on the display which was unresponsive to the stylus. The programmer also had an error which cleared after a hard reboot. The programmer was returned for service. No patient complications have been reported as a result of this event.